Manufacturer narrative:
Initial.

Event description:
It was reported that a user paired a new dexcom g7 sensor to the ilet pump but did not receive glucose readings, with the system remaining in pairing despite guidance on expected pairing and warm-up times and multiple troubleshooting steps including bluetooth checks, device restart, sensor type toggle, reentry of the pairing code, and a magnet-initiated pairing attempt. The user experienced a lapse in glucose data with no adverse clinical symptoms reported. Outcomes included the user discontinuing the g7 sensor and switching to backup therapy and no health impact. Investigation included guided troubleshooting and device setup review. Investigation of this case revealed persistent pairing failure between the cgm sensor and the pump without alarms, consistent with a connection or communication issue between devices. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication or setup issue during pairing and likely component failure.